Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft break occurred. While removing the 3.50x20mm taxus liberte stent from the package, the shaft of the device broke. The device never entered the patient and another of the same device was used to successfully treat the right coronary artery (rca). No patient complications occurred.

Manufacturer narrative:
Product analysis found that the hypotube was broken 94cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length and no other damage was seen other than the broken hypotube. The distal end of the stent delivery system (sds) was inspected under magnification and no damage was seen on the stent or tip. Contrast and blood were visible in the guide wire lumen of the device which is consistent with the device being prepped for procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage, as the event occurred prior to patient contact. (B)(4).